Event description:
It was reported that this patient was implanted with a left ventricular assist device (lvad) back in december. After the implant of the lvad, this right ventricular (rv) lead exhibited high but still within-range pace impedance measurements and high capture thresholds. Additionally, loss of capture (loc) was observed. A revision procedure was scheduled but it was found that the subclavian vein was occluded during the procedure, therefore, it was postponed. No additional adverse patient effects were reported. At this time, this lead remains in service.